Manufacturer narrative:
Cerner distributed a priority review flash notification pr15-0202-0 on august 7, 2015 to all potentially impacted client sites. The flash notification includes a description of the issue and notifies clients of cerner's plans to provide a software correction to address the issue. Additionally, the flash notifies clients of alternate steps until the issue is resolved. Cerner corporation will provide a follow-up report when the software modifications are available.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's pharmnet inpatient nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified with functionality included in cerner's pharmnet inpatient (phamedmgr.exe opened from pharmacy medication manager). The issue involves pharmacy medication manager where the system does not add medications to be evaluated for interaction checking after an order is canceled from a pending submit state. The pharmacist would not get interaction checking and there is no warning that the interaction checking failed. This issue could lead to patient's receiving medications that cause a clinically significant drug interaction or receive duplicate medication therapy, both of which could harm the patient. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification (B)(4) on august 7, 2015 to all potentially impacted client sites. The flash notification includes a description of the issue and notifies clients of cerner's plans to provide a software correction to address the issue. Additionally, the flash notifies clients of alternate steps until the issue is resolved. Cerner distributed an updated priority review flash notification on october 15, 2015 to all potentially impacted client sites. The software notification includes a description of the issue, an alternative to prevent the issue from occurring, and notification that a software modification has been developed and is available to address the issue for all sites that could be potentially impacted. Carner corporation considers the issue resolved and no further narrative is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's pharmnet inpatient, nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified with functionality included in cerner's pharmnet inpatient (phamedmgr.exe opened from pharmacy medication manager). The issue involves pharmacy medication manager where the system does not add medications to be evaluated for interaction checking after an order is canceled from a pending submit state. The pharmacist would not get interaction checking and there is no warning that the interaction checking failed. This issue could lead to patient's receiving medications that cause a clinically significant drug interaction or receive duplicate medication therapy, both of which could harm the patient. Cerner has not received communication on any adverse patient events as a result of this issue.